Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and pump error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.